Manufacturer narrative:
The product has been returned. Extended investigation is pending at this time. A final report will be submitted once additional information is received. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 7 days of wearing an adc freestyle libre sensor. Customer noticed severe open wound developing under the sensor and reported that the sensor fell off by itself. Customer had contact with a dermatologist on (B)(6) 2018, who prescribed diprogenta (betamethasone dipropionate - corticosteroid and gentamicin - antibiotic) ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor was properly seated. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an adverse skin reaction after 7 days of wearing an adc freestyle libre sensor. Customer noticed severe open wound developing under the sensor and reported that the sensor fell off by itself. Customer had contact with a dermatologist on (B)(6) 2018, who prescribed diprogenta (betamethasone dipropionate - corticosteroid and gentamicin - antibiotic) ointment for treatment. There was no report of death or permanent injury associated with this event.